Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device was in good physical condition. Functional testing performed. Confirmed customer complaint by incoming pvt (preventative verification testing). During pvt, device gave an error code for the motor. Opening the unit, on inspection, the motor hub gear was loose and causing the remote dose cord to error. After replacing the motor gear, the unit passed outgoing pvt. Updated software. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a constant "pca (patient-controlled analgesia) dose cord button stuck" alarm. There was unknown patient involvement and unknown patient harm/adverse event reported.